Event description:
It was reported that an asymptomatic patient presented via merlin.net to the clinic. Upon reviewing the transmission it was noted that the pulse generator exhibited far field r-wave oversensing on the atrial lead. The patient received inappropriate auto mode switch therapy. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.